Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01799 and manufacturer report # 3005099803-2014-01800 for the associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during an endoscopic procedure on an unknown date. According to the complainant, during the procedure, the first clip opened and closed but failed to release from the catheter. The device was removed from the patient. The physician attempted to use a second clip but the same issue occurred and the device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly fully deployed and not returned. There was a kink in the control wire. The sheath grip was detached from the over sheath. The over sheath was cut at the distal end and approximately 13 inches of the over sheath was not returned. It was also noted that the cross pin was separated from the slider but still attached to the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01799 and manufacturer report # 3005099803-2014-01800 for the associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during an endoscopic procedure on an unknown date. According to the complainant, during the procedure, the first clip opened and closed but failed to release from the catheter. The device was removed from the patient. The physician attempted to use a second clip but the same issue occurred and the device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.